Event description:
Customer reported the passport 2 monitor had a black screen, which may have resulted in loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's display.